Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with the right ventricular lead noise oversensing that led to ams. The patient came into the clinic and no noise was reproducible. No intervention was performed and the patient would continue to be monitored. The patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, h1.

Event description:
New information states that the lead was capped and replaced on (B)(6) 2020 due to noise. The procedure was successfully completed with no adverse event for the patient before during and after the procedure.